Event description:
It was reported that the device was exhibiting a lock-up failure. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed interface pcb assembly and determined the cause of the failure to be due to an integrated circuit, designator u5.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the interface pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.